Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Two days after peritonitis diagnosis, the patient was hospitalized and treated with vancomycin injection (2 gm, every 5th day, intraperitoneal, discontinued), tobramycin injection (40mg, once daily, intraperitoneal, discontinued) and meropenem injection (1gm once daily, intraperitoneal, discontinued) for peritonitis. Twelve days after event onset, all three antibiotics were restarted via intravenous route, same doses and frequencies for peritonitis. At the time of this report, the patient remained hospitalized and was not recovered from peritonitis. Pd therapy was discontinued, the pd catheter was removed and the patient was shifted to hemodialysis (ongoing). No additional information is available.